Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional information. While the patient did provide a catalog number identifying the davol product in question he did not provide us with a lot number, therefore, a review of the manufacturing records could not be conducted. Additionally, no product has been returned for evaluation. The patient reported that he was treated for adhesions, which is a known possible adverse reaction listed in the IFU. This MDR includes all patient, event, and device information davol has received to date. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient: on (B)(6) 2007- patient was implanted with a bard perfix plug for repair of a right inguinal hernia. On ni/ni/ni- the patient reports chronic pain following the implant. On (B)(6) 2012- patient underwent mesh explant. The patient alleges migration of the plug, adhesions, chronic pain, additional surgery, and explant.